Manufacturer narrative:
The customer's reported failure 715 on channel a was confirmed. Inspection of the pump revealed a binding tube load motor causing failure code 715.

Event description:
The device was returned to service with the report of failure code 715 on channel a. Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any incident involving the pump since the last baxter service event.